Manufacturer narrative:
Investigation summary: material no. 360213. Lot no. 0147768. Bd received a sample and a photo for investigation. The photo was reviewed and the indicated failure mode for 'foreign matter (fm- lubricant oil)' with the incident lot was not observed. Additionally, the customer samples along with 10 retention samples from bd inventory, were evaluated by visual examination and no issues were observed relating to 'fm' as all samples met specifications. Bd was unable to confirm the customer¿s indicated failure mode because the 'fm' was found to be lubricant. The root cause is that the IV lubrication was too viscous on application, leading to the ¿lumpy¿ coating observed on the needle. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle experienced foreign matter on device cannula / needle or any fluid path component. The following information was provided by the initial reporter. The customer stated: "mass of lubricant or oil on msn."